Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. Review of device memory noted the ¿excessive warm boots¿ reset flag had been set. The reset messages indicated the device was unable to communicate with the radio frequency (rf) chip. The device case was removed to facilitate inspection of the internal components. Microscopic inspection identified a cracked solder joint on the rf chip. Analysis concluded the continuous resets and resultant beep tones were caused by the identified cracked solder joint.

Event description:
Boston scientific received information that the patient with this device was seen for a routine follow-up, at which time audible beeping tones were noted. Additionally, the device was unable to be interrogated and technical services (ts) was called for assistance. Ts reviewed case information with the recommendation to replace the unit and return for analysis; the device was subsequently explanted and replaced in absence of adverse patient effects and with a allegation of early battery depletion.